Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient reported they had suddenly become more incontinent at night. The patient stated they increased stim from 1.2-1.5v, began having more stools, didn't feel good,their blood pressure went up, they became nervous/shaky/depressed and was crying all day yesterday ((B)(6) 2016). The patient decreased stim this morning from 1.5 to 1.2 and when they started to move and walk around it seemed to calm down. The patient also reported that from time to time they felt stim halfway down their leg to their knee. Symptom control was 50% or better and the patient did not need to change their pad during the day, however at night they were up 3-4 times and could not hold it from the bed to the toilet. The patient stated after the healthcare provider (hcp) reset it, date unknown, it was wonderful. No falls/trauma were reported to be related to the issue. The patient mentioned they had a left knee replacement in (B)(6) 2015 and was told they didn't have to turn their device off. The patient was to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.